Manufacturer narrative:
Of the 12 allegations of a malfunction, 7 pumps were returned to animas and investigated. Of the investigated pumps, 7 were found to be malfunctioning due to damaged cartridge and cap. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 12 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cartridge cap issue. These reports were received from various sources. The patients associated with this allegation ranged from 54-160 pounds and between 14 and 66 years of age. Of the reported patients, 8 were male and 4 were female.

Manufacturer narrative:
Folow up #1 07/29/2017 device evaluation: in q2 2017, there was 1 instance of cartridge compartment and cap failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.